Event description:
It is reported that the patient's insulin pump will not prime. Patient's blood glucose level is 313mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was not able to prime during the prime test due to a protruded drive support disk. The insulin pump had a missing end cap sticker, minor scratches on the display window and a broken reservoir tube lip.